Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use starting (B)(6) 2024 till (B)(6) 2024. Infusion set has been used for less than a day (for one ifs) to others for a day or two. The blood glucose level noticed was 200mg/dl for one and 311mg/dl for another one. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 5.